Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the image is intermittently displayed was caused by the effects of the loosening of the video connectors. The cause of the loose video connector could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device has been returned to olympus for evaluation. During evaluation, it was observed the image became noisy when shaking the video connector due to a defective video connector. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus, during a regular maintenance, the video connector socket of the visera pro video system center was loose and the image was intermittent. There was no harm or user injury reported due to the event.